Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source - (B)(6). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was not confirmed. The small sleeve had no issue assembling into the handle as stated in the complaint. Therefore complaint issue could not be confirmed. A review of the DHR indicates no non-conformances or deviations during the production of the released product which could have led to the reported complaint event. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip surgery, while drilling, the flexible drill bit shaft fractured into 2 pieces and there was also difficulty putting the small sleeve into the handle of the inserter. The sleeve was blocked and could not be moved so the internal rod could not be used properly. Nothing fell into the patient. Another set was used to complete the procedure. No known adverse event was reported.